Event description:
It was reported that during a dialysis fistula graft procedure, the balloon burst circumferentially on the 1st inflation at 15atm. Difficultly was noted upon removal & half of the balloon material came off the catheter shaft & became lodged in the pt. Pt was sent to surgery where the indwelling piece was surgically removed without further complications being reported.